Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the customer has been experiencing skin irritation since he began using the pod in may. She stated most pods have some degree of red, rash, and itchy skin which then scars. During a routine visit, the doctor told the mother that her son is allergic to the pods and prescribed triamcinolone .01% to help with irritation and scars. Pod wear was longer than 48 hours.